Event description:
Device complications: none. Time of complication: post-procedure, during hospitalization. Symptoms: peripheral neuropathy, mild stroke, fingers felt funny. It was reported that the patient showed symptoms of a stroke after the procedure. It is noted that the condition did no continue and was not related to the device. The patient reported some paresthesias in the second and third digit of his left hand. He also noted some neck pain and left arm discomfort. It is unclear whether this is simply a paresthesia as a result of cervical disk disease or truly due to a small stoke. It was further noted that the patient was discharged the day after the carotid stent procedure with no other apparent complications. No additonal information is available.